Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s24 (android 15) with mmt1886 780g pump (software version 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. Log analysis showed that the mobile device successfully initiated a connection to the pump; however, the pairing process did not complete within the allotted timeout period. Approximately two minutes elapsed during the pairing attempt, after which a pairing timeout was triggered and the connection was terminated. The logs indicate a gatt client connection error caused by a timeout, resulting in a failed pairing attempt and subsequent disconnection. This behavior is consistent with bluetooth low energy (ble) communication interruptions, which may be influenced by external factors such as concurrent bluetooth connections, environmental radiofrequency interference, or instability within the bluetooth stack on the mobile device. No evidence was found to indicate a defect in the application software. Issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively. Delete the pump's sn from bluetooth's paired devices list, delete the mobile's sn from the pump's paired devices list, reset app preferences (phone's settings then go to apps, three dots upper right), uninstall the minimed mobile app from the phone, reset network settings for wifi bluetooth, turned bluetooth settings off for 30 seconds turned it back on, restart phone, reinstall the minimed mobile app to the phone, attempt to pair back the pump the phone, initiate an upload and sync to carelink after pairing. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s24 (android 15) with mmt1886 780g pump (software version 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. From the analytic logs on 18th jan we only see one pairing failure , due to app moved from foreground to background . Please make sure not to move the app to background while pairing with the pump. Issue is confirmed to assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: please make sure not to move the app to the background while pairing. On the phone delete the pump's sn from the bluetooth paired devices list on the pump delete the mobile's sn from the pump's paired devices list restart the phone attempt to pair back the pump the phone as per the csr we see customer is uploading to carelink regularly. Thus closing the ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pairing issue between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.